Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. Post procedure, transthoracic echocardiogram (tte) was performed, and it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the septal leaflet. Tr was grade 4 after slda. Patient returned for the second procedure, and the third triclip was implanted to stabilize the slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.